Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stuck at 00:00 on startup countdown. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive disk and installed the software. After replacement of the flexvision pc and hard drive disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code was corrected.

Event description:
It has been reported to philips that the system will not boot past 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (image processing computer). Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.